Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoidectomy procedure, the tissue pad was detached during the operation. It is unknown if it fell into the patient, but it was retrieved. Another device was used to complete the case. There were no adverse consequences to the patient.